Event description:
The customer contact reported a delay in critical therapy following device breakage. At approximately 1300, a primary tubing set was being used to deliver an unspecified volume of normal saline via gravity. At an unspecified time, the option-lok male adapter of the plumset was connected to the distal clave y-site of the primary tubing set for delivery of 50 ml of angiomax, at a rate of 20 ml/hr, via a plum pump. The customer contact reported that approximately 10 minutes prior to the start of a cardiac stent placement procedure, the angiomax delivery was started. At an unspecified time, it was reported that after the cardiac catheter balloon was inflated, the pt went into respiratory arrest, followed by a cardiac arrest. It was reported that the nurse administered an unspecified concentration of atropine and the plum pump was pushed away from the pt to gain access to the primary tubing set. At this time, the nurse noted that the primary tubing set was not delivering and that the clave secondary port of the plumset had broken off. It was reported the angiomax was "squirting" out of the broken secondary port of the plumset and an unspecified volume of bleedback was noted in the primary tubing set. The plumset and the angiomax container were replaced; however, the pump alarmed for a possible "downward occlusion". The plumset was loaded into a second pump and the therapy was resumed. The nurse reported that there was a 10 minute delay in restarting the angiomax delivery. The nurse reported that during the arrest, the pt was diverted several times. It was reported that the pt was given an unspecified concentration of amiodarone IV push and subsequently, "the pt woke up". At an unspecified time, the procedure was completed and the pt was transfered to the intensive care unit. Although there was potential for serious injury, there were no reported adverse pt effects. No medical intervention was required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.